Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer received with multiple battery alarms. The blood glucose was unknown at the time of the incident. The weak battery will occur prior to a failed battery test or low battery alert. Customer continue troubleshooting for low battery alert. Battery did not last more than 1 week. The pump in vibrate beeping. Customer noticed she has to replace battery every other day or every 3 days and I am using brand new batteries and sometimes it turns off without any warning. Customer replaced battery on saturday and today it turned off and replaced it again. Customer states they did not receive a low battery alert prior to the off no power alert. The insulin pump will not be returned for analysis.